Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the u.s.; however, a similar product manufactured by zimmer biomet is cleared for distribution under 510k number k150850. Manufacture date - ni.

Event description:
While preparing the cement mixture, it did not harden as expected. There was no patient injury or delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review and a product analysis. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. A test was performed using an item of similar batch, in the laboratory under standardized conditions and the sample tested did not show any unusual behavior during mixing, application or setting. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. (B)(4).